Event description:
Initial ammonia result 4 umol/l. Same sample repeated twice gave results of 65 umol/l and 63 umol/l. Initial result was not reported. The field service representative was unable to determine a cause for the discrepancy.